Event description:
It was reported that the system had a communication error and beeped as if it was continuing to x-ray. The fse noted the system did not produce any uncommanded x-rays. A communication error may result in a system lock up, no boot, or shut down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.